Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer's blood glucose. Tandem customer technical support assisted customer with filling a new cartridge. Customer indicated they will install the new cartridge at a later date.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.